Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency medical service visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.1. Cloud - smartphone hardware: iphone11.6. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported ems (emergency management services was call due to a hypoglycemic event. Blood glucose levels declined to 40 mg/dl while wearing the pod between 24 and 36 hours. On (B)(6) 2025, paramedics were called as patient's speech and actions slowed. He was unable to treat himself, so he was given treatment glucose tablets. Cognitive tests were also conducted. The patient refused transport to the emergency room. The pod was discarded. The patient attributed the hypoglycemic event to being unaware his blood glucose levels were declining because his sensor was in the warmup period.